Manufacturer narrative:
A ge oec service rep investigated the issue and diagnosed a defective/failing x-ray tube. Disposition was contingent on customer approving repair costs and no disposition is noted in report. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy system would not make x-rays.